Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H4. Device mfg date: the reported lot# 4318448 could not be found for the reported catalog# 100/133/070; therefore, the manufacturing date could not be determined. Investigation summary: five photos were received for evaluation. Per photos received, hole was observed near of inflation line assembled. One sample was received in unused condition from part number 100/133/070 within original package. The sample was inspected under normal conditions of illumination at 12¿ of distance. Hole was detected near the assembled inflation. Breakage/cut failure mode was confirmed. Root cause analysis will be conducted through run rate trending. Customer complaint notification was conducted to operations personnel as aware of the reported failure mode. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that when the tube was checked, a hole was found in the tube body near the connection of the inflation line. The event occurred during testing at the facility, no patient involvement and no patient harm/adverse event reported.